Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient provided their weight and device serial number. The patient stated the battery was dead after 9 months of usage and they were told it would last 5 years. The patient was going to have the unit taken out. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2017-09-20. It was reported an eos message was seen. The patient and the healthcare provider were still in the process of thinking of getting a replacement. The device was implanted less than a year and they wanted to send the device back for warranty. Representative reported electrode 8 was showing >10k ohms. Estimated longevity was performed. 5.7v/450pw/130hz; 0- 8- 1+2+9+10+ ( 2 cathodes and 4 anodes). Representative reported that patient has stimulation on 51% of the time. The estimated longevity was 6 months from implant date. No further complications were reported/anticipated. The indication for implant was spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins). It was reported that there was an end of service (eos) message on the patient programmer. It was reported that the patient had a sudden loss of symptoms starting in (B)(6) 2017. The patient was dissatisfied with the longevity of the ins. The patient was implanted in (B)(6) 2016 and they were told that it would last for 5 years. No further complications are anticipated.